Manufacturer narrative:
Conclusion: after investigation at medtronic, the complaint is confirmed for a cracked cannula body connector based on the photo provided, however, no product has been returned to date. A root cause of this occurrence cannot be determined without returned product, however, based on the available information, this complaint is most likely the result of a use-related issue. The damage to the cannula connector can occur when the introducer is inserted into the cannula body without the use of the hemostasis cap. The introducer handle can cause stretching, crazing or cracking when it is forced into the connector. The hemostasis cap is clear and is attached to the introducer on the provided protective sheath. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. There were no adverse patient effects as a result of this occurrence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a bio-medicus cannula, the customer reported that the cannula was cracked and missing its cap at the end top of the cannula. The crack was at the hub, about 1/2 an inch in size. The product was replaced with another medtronic cannula to complete the procedure. There was no patient involvement so no adverse effect occurred. Additional information: the site noticed the cap was missing before opening the pouch.